Manufacturer narrative:
The insulin pump received with blank display due to moisture damage on electronic assembly. The moisture damage was found on motor assembly. The insulin pump was unable to verify for keypad or scrolling numbers anomaly due to blank display. The insulin pump was received with minor scratches on display window, cracked case at display window corners, cracked reservoir tube lip and broken belt clip slot.

Event description:
Customer reported via phone call that the buttons or the insulin pump is unresponsive. Customer also states that the insulin pump may be exposed to moisture. The blood glucose reading is 130 mg/dl. The insulin pump will be replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.